Event description:
It was reported that a minicap with povidone-iodine solution lacked iodine. The reporter stated that the packaging was not damaged and the device was stored at room temperature. This was found before patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Manufacture date: 09/11/2014 ¿ 09/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.